Event description:
It was reported to philips healthcare that the device had noisy ECG and an error 01000 (defib failure - biphasic processor). There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.